Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 16271487-2017-02117. It was reported the patient is experiencing pain at the ipg and lead site when stimulation is turned on and off and discomfort at the lead site and pain and swelling and at the ipg site.( reference MFR. Report: 1627487-2017-02114 and mrf. Report: 1627487-2017-01999).lead diagnostics were normal and x-rays were taken and confirmed the ipg had flipped in the pocket. Surgical intervention may be pending to address this issue.